Event description:
Spontaneous inbound call from the patient stating that the IV connector snapped while getting out of bed. Spoke with patient regarding the IV connector snapping while getting out of bed. Patient was able to change the line before calling (B)(6). Patient was more concerned about getting an infection since there was fluid on his clothing. Advised that he completely change out the cassette in use along with new line to prevent an issue. There was no significant interruption to therapy. Patient voiced understanding and requested that his current order be sent out a day earlier then currently scheduled. Both pumps are working. No further questions. No further information is known. Did we [MFR] replace the device? No. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.